Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the representative could not reproduce the issue. They reviewed the system logs and could see the cause of the event. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that when they turn on the mobile viewing station, the site can see where to create a new patient, then the screen goes black and they system blinks orange, and shuts down. They rebooted the system and there was no video input, no signal message, and finally it shut down. The manufacturing representative on site booted up a second time and the system was functioning as expected. It was noted that the surgery was aborted. There was no reported impact on patient outcome.